Manufacturer narrative:
On ((B)(4) 2011) - the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter was tested and no faults were found. The test strips involved with this complaint were tested on (B)(4) 2011 and found to have failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately low. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient stated the alleged issue began on an unknown date and time in (B)(6) 2011 when he first started using the meter. The patient reported blood glucose results of '178mg/dl' with the subject meter and '248mg/dl' on a onetouch basic meter performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly manages his diabetes with metformin and glipizide pills twice per day along with diet and exercise and tests 3 times per day. The patient claims that he has continually been getting "normal" blood glucose values with the subject meter since august. The patient denied taking any action in regards to his usual diabetes management routine when he received the alleged lower readings. The patient claimed that in (B)(6) 2011, at an unknown time and date he was experiencing symptoms of "headache in the morning, increasing night sweats, frequent urination, and dizziness towards the evening." The patient could not recall any blood glucose values on the day he developed the symptoms but said the subject meter was reporting 'normal' readings all day and therefore he did not take appropriate action towards his diabetes management. The patient stated he saw his doctor also on an unknown date in (B)(6) for a routine appointment and reported an a1c of 10% and stated his doctor increased glipizide pill to 2 pills twice per day. He also mentioned he had been taken off actos pills a few months ago, which may have been a contributing factor. At the time of troubleshooting, the cca noted that the testing process was correct, the sample was obtained from the same approved site and the subject meter was set to the correct unit of measure. A control solution test was performed and it fell within the range printed on the subject vial of strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate low readings on the subject meter and reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.